Manufacturer narrative:
The product was not returned; the glaucoma filtration device remains implanted. Therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined and no actions are taken. There has been one other similar complaint reported in the lot number. No further information is expected. (B)(4).

Event description:
A surgeon reported that a patient had increased intraocular pressure (iop) of 46mmhg following an implantation of a glaucoma filtration device (gfd) because the gfd was clogged by fibrin. The gfd was in contact with the iris, conjunctival dehiscence was observed, and fibrin was also observed in the anterior chamber after a hyphema occurred because of neovascular glaucoma. A suture lysis was performed. The event resolved after a laser was performed on the aperture of the gfd. The gfd remains implanted. No further information is expected.